Event description:
Information received by medtronic indicated that insulin pump had a damage on back side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the back of the insulin pump found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, cracked retainer, cracked battery tube threads, cracked corner of belt clip rails, cracked battery tube, serial number label damage, pillowing overlay and cracked overlay. Customer has returned insulin pump due to a crack in the backside of the insulin pump. Cracked battery tube threads, cracked corner of belt clip rails, cracked battery tube and serial number label damage confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.